Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as valid product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone13.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went for a walk-in appointment to endocrinologist with hyperglycemia and loss of consciousness on (B)(6) 2026. The patient¿s blood glucose levels rose to greater than 400 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. The patient reported experiencing elevated blood glucose levels with multiple pods and was unsure how to manage the condition. The patient stated that despite administering several correction boluses, blood glucose levels remained elevated, indicating that the pod was not delivering insulin effectively. The patient also reported episodes of low glucose levels with the same pods during nighttime use which she treated with apple juice. Reported symptoms included vomiting, lightheadedness, disorientation, loss of consciousness, and slurred speech. The patient reported that no formal diagnosis was provided. The patient stated that their endocrinologist suspected an issue with the omnipod 5 pods. No specific treatment was administered; however, the endocrinologist provided replacement pods from their own supply. The patient was discharged the same day.